Event description:
A customer reported experiencing a tandem mobi cartridge alarm repeatedly over the past two weeks. On a few occasions, this issue led to the customer's blood glucose levels being displayed as "high," though the specific value was unknown. The customer managed high blood glucose levels by using a correction bolus via the pump. Tandem technical support confirmed the alarms and decided to replace the pump. The customer was advised on the steps to take upon receiving the replacement pump, which included putting the current pump into storage mode before returning it to tandem. A replacement pump with updated software was sent, and the customer will return the problematic pump within 10 days using a pre-paid label.